Event description:
After the patient underwent a total knee replacement, a leukomed sorbact dressing was placed on her surgical site. After an uneventful admission, she was discharged two days later. About a month later, the patient was sent to the ed by her surgeon due to the development of a chemical burn with eschar on the entire surgical site. The patient underwent surgery to remove the eschar. She was discharged home two days later.